Event description:
The intended procedure was a therapeutic partial lung resection. The procedure was completed using a different scope. It was also noted that the customer performed pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus repair inspection confirmed the customer¿s reported issue, bad illumination due to a burnt light guide connector. Additionally, the inspection found the eyepiece was broken. Also, the gold plating at the distal end of the telescope is peeling, and foreign material inside the objective coverglass. The investigation is still ongoing; therefore, the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed the customer high-definition quick lock, autoclavable telescope was returned to the olympus repair center for a ¿light guide burn spot¿. The customer reported problem was found at an unspecified event. Upon inspecting and testing, a broken eyepiece defect was found. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture a broken eyepiece defect.